Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was pulled back into the coronary sinus cavity. There was loss of capture. An invasive procedure was performed. A new lv lead was attempted to be implanted but was not successful due to the patient's anatomy. The chronic lv lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that the patient's heart failure was getting worse. As a result, the patient elected to have the left ventricular (lv) lead fixed due to being previously dislodged. A new lv lead was successfully implanted.